Manufacturer narrative:
Based on the claim against the product, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse inspected usm 4 and discovered that the carriage was not attached to the guide rail. The fse pushed the carriage back into its original position, but the insertion did not have a smooth movement. The fse wiggled the carriage of usm 4 and observed that the link guide rail was loose. The fse suspected that usm 4 was defective. The fse replaced usm 4 to resolve the reported problem. The fse also reviewed the system log and found no related error. The system was tested and verified as ready for use. Isi received the usm involved with this complaint to perform failure analysis; however, investigation is ongoing and has not completed at this time. The customer reported complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. A review of the procedure log confirmed the surgical procedure was performed on (B)(6) 2022. The system logs were reviewed/analyzed as part of the fse's investigation. The probable root cause is attributed to a loose link guide rail on usm 4 per fse investigation. This complaint is considered a reportable malfunction due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer called in to report that they encountered a system message of ¿universal surgical manipulator (usm) 4 not free to move,¿ and the light emitting diode (led) indicator turned yellow. The customer performed a power cycle, but the system message was still present. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed with the customer that the tornado was in the patient clearance position and would not rotate after pressing the elevation button. The site continued the procedure with the other three usms. There was no reported injury. Isi performed follow-up with the customer and obtained the following additional information regarding the reported event: system functionality was reportedly checked prior to use, and no issues/errors were noted. The site disabled usm 4 and completed the procedure successfully with the remaining usms.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported failure (carriage loose on the insertion spar). The unit was tested on an in house system and passed in normal mode. The unit was found to have a loose carriage on the insertion due to the nonconforming usm insertion linear rails. The unit went through testing on a psc (patient side cart) fixture test platform (ftp) and passed all tests that were performed. The usm insertion linear bearing rail would be replaced as a fix to the reported problem. The root cause was attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.